Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found to the reported issue was not replicated or confirmed. In logs, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed on our printed circuit assembly (pca) test system, and it started up without any errors. The image quality was sharp, no noise, and not tinted. Additionally, no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the test system and the unit was showing a blank screen. As a result of these findings, failure analysis was able to conclude that an electrical component issue in the touchscreen was found to be the cause of the reported failure. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an electrical component issue within the touchscreen from the hrsv.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced high-resolution stereo viewer (hrsv) to resolve the issue. The system was verified and ready to use. Isi has not received the hrsv for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted ureteroureterostomy surgical procedure, the surgeon side cart (ssc) high-resolution stereo viewer (hrsv) right side had no video. The technical service engineer (tse) guided site to replace the backup endoscope and hard power cycle the system. Then tse guided site to reseat the blue fiber. Also, tse suggested site to set the 3d mode to 2d mode. However, the issue was not resolved. There was no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the system powered on with no errors and was functional. The system was hard powered cycled, and the endoscope was replaced to resolve the issue. The procedure was completed robotically with original configuration.